Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: insertion guide broke at the shaft. No further information is available at this time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records for manufacturing revealed no complaint related anomalies were found. Product development evaluation not yet complete. This device was used for treatment not diagnosis.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation of the complained insertion handle showed breakage of the whole composition of the insertion handle. The instrument is in a desolate state. Furthermore the centering and guiding grooves are damaged. This is a definite indication of exceedingly high forces on the instrument, which was leading to this damage. Further investigations of our material and manufacturing documents show no deviation according to our specification. No product fault could be detected. Placeholder.